Manufacturer narrative:
Results: prod performance engineering could not determine a definitive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the catheter was returned without blood visible. There was contrast visible in the guide wire lumen. The stent was not on the balloon when returned. The stent was returned in the protective sheath. The stent was removed from the protective sheath, there was no damage noted to the stent. The balloon had crimp marks and was tightly folded. There were no kinks noted to the inner member. There was no other damage noted to the catheter. The tip seal length met mfg criteria. A laser micrometer was used to measure the outer diameter of the stent. The proximal and middle outer diameters did not meet mfg criteria. A pin gauge was used to measure the inner diameter of the protective sheath and this was within spec. Prod performance engineering reviewed the incident info and analysis of the returned device. It was reported that the mounted stent had dislodged from the balloon when removing the protective sheath. Qa visual inspection of the rx vision coronary stent sys (css) confirmed the stent dislodgement, as the stent was rec'd inside the protective sheath. No damage was observed along the catheter or stent. Crimp marks were visible on the returned balloon, between the balloon marker bands. Dimensional inspection of the tip seal length and the protective sheath inner diameter was found to be within spec. The crimped stent outer diameter was measured and the middle and proximal portion of the stent were found to be outside of the mfg spec. However, since the crimped stent outer diameter is verified 100% at the time of MFR, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate that the unit had an adequate crimp. Other potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info suggests any of these causes is the most likely cause, but from the case info and returned device analysis, this does not appear to be a mfg related issue. A definitive root cause for the stent dislodgement in this case cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the prod performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during removal of the protective sheath, the stent dislodged from the stent delivery sys (sds). Reportedly, there was no pt involvement. No add'l event or pt info is available.